Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer was not able to interrogate. The rf (radio frequency) connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the tabs on the power cord bay door were broken. Concomitant medical product: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device. A different radio frequency (rf) programmer head was attempted with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.